Event description:
Pt was fit by physician with a knee brace for left leg. Pt claims brace caused a temporary "dropfoot" condition. Pt claims he still has some pain in the area of the left leg and foot.